Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an ulcer in the ascending thoracic aorta at the innominate artery. It was reported that the great vessels were bypassed and the stent graft was intended to be placed distal to the innominate artery. As the stent graft was deployed, it appeared as though it was deployed in the misaligned position. The physician immediately pulled the stent graft distally in order to avoid the misaligned deployment. This was successful; however, the stent graft landed 2 cm distal to the intended location (see MFR # 2953200-2009-00003). The decision was made to implant a second stent graft to eliminate flow to the ulcer. The stent graft deployment was initiated more distal than the first device and a wire was placed in the aortic valve and held in that position. As the stent graft deployment was initiated the stent graft started to deploy in the misaligned position. The same technique was followed as with the previous stent graft where the stent graft was pulled distally in order to avoid the misaligned deployment. The stent graft was pulled back until it could not go any further. The majority of the stent graft landed within the first stent graft with 10 mm more of landing zone proximally; however, the stent graft ended up in the misaligned position. There was no endoleak as the intent was treatment of the ulcer. There was some blood flow to ulcer but it was not brisk filling. The physician was satisfied with this outcome and not concerned about the misaligned deployment. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval codes, results/conclusion - (used for treatment of a thoracic aortic ulcer).